Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed there was evidence of burning/melting. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed and not applicable to the reported issue. The power loss could not be replicated as the burn was found in the side of the heater assembly, and the device was inoperable at the time of return. The eater assembly was replaced to address this issue.

Event description:
It was reported that the device had experienced an event where it had been running during a functional test, a pop had been heard, and it had lost all power. Reporter stated it had sounded like a blown fuse. Evaluation of the returned device found there was evidence of burning/melting.